Event description:
Customer reported an alarm 2 and an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. No additional assistance was necessary, and the case was closed by cts.